Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter, product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 19-dec-2008, UDI#: (B)(4); product ID: 8578, serial/lot #: (B)(4), ubd: 17-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving fentanyl via an implanted pump. It was reported that the nurse practitioner at the practice did not notice fentanyl on a urine drug test and wanted to confirm if the pump and catheter were functioning. No signs or symptoms were reported. The physician attempted to aspirate from the cap (catheter access port) for a dye study but was unable to. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the patient reported falling approximately 1.5 months ago. No interventions had yet been taken. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8711 lot# serial# (B)(6), implanted: (B)(6) 2007, product type catheter product ID 8578 lot# serial# (B)(6), implanted: (B)(6) 2021. Explanted: (B)(6) 2022. Product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported that she had had ¿issues all year with the catheter¿, and she had surgery done on (B)(6) 2022 for the catheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con) reported the catheter had been clogged off. They mentioned they had an x-ray 3 to 4 months prior to the surgery to see if the catheter had been obstructed, and the doctor wanted to do another one because the catheter had been obstructed. The patient reported after the surgery their doctor sent them home with dialuminum pills and that they had morphine in them, but stated they were allergic to morphine and their doctor knew that. It was reported after the catheter replacement surgery fentanyl had been taken out of their pump and a company representative turned it off on either august 12th or 13th but the patient hadn't been sure.